Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the biopsy channels of the subject device repeatedly tested positive for several microorganisms. On (B)(6) 2017, the suction, biopsy, air/water and auxiliary channels of the subject device tested positive for several microorganisms. (22cfu/channels in total). On (B)(6) 2017, the suction, biopsy and air/water channels of the subject device tested positive for several microorganisms. (68 cfu /channels in total). The air/water channel of the subject device reportedly tested positive for unspecified microorganisms during surveillance culturing test by the facility on july 30, 2013. In addition, the biopsy, air water and suction channels tested positive for unspecified microorganisms (19 cfu/channels in total) on (B)(6) 2017. The subject device had been reprocessed using non-olympus automated reprocessor (aer: wassenburg) with peracetic acid before the culturing test. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device.